Event description:
It was reported that the lead exhibited an increase in both pacing lead impedance and high voltage lead impedance. An increase in capture threshold was also noted. The lead was capped and replaced. No patient symptoms were reported.